Event description:
Treatment of an aneurysm. It was reported the pipeline did not open during deployment due to tortuous anatomy and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).